Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had pocket pain and discomfort. A pocket revision was done, which resolved the issue.